Manufacturer narrative:
Model number: reservoir: 72404155, serial number: reservoir: (B)(4), catalog number: reservoir: 72404155, (B)(4), expiration date: reservoir: 05/19/2017; manufacture date: reservoir: 06/03/2015.

Event description:
It was reported that the patient's inflatable penile prosthesis was no longer inflating. The physician attempted to inflate the device and erection was not achieved. The device was replaced. The patient had no issue following replacement. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.